Event description:
It was reported that during a laparoscopic adhesiolysis procedure the jaw broke, fell into the abdomen and was retrieved. Case completed with another blade. No further pt consequence.